Event description:
Upon practicing power changes with patient, alarm message noted on controller "call hospital contact" "backup battery fault." Upon review of alarm history, "replace backup battery" noted several times from or until lvad rn rounding. Bedside monitor states to replace ebb in 31 months. Removed primary controller ebb and replaced it, orange indicator light noted, same alarm noted. Removed ebb, replaced with backup controller ebb. No alarm noted. Placed primary controller ebb into backup controller. Alarm noted "call hospital contact" "backup battery fault." Primary controller ebb immediately taken out of service, sn (B)(4). Replaced with new ebb, sn (B)(4). Manufacture date 7/20/2020, exp date 6/20/2022. FDA safety report ID# (B)(4).